Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No moisture traces were found at electronic and motor assemblies per visual inspection. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and belt clip slot, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump experienced a button error alarm. The customer reported he was wet and the insulin pump was in his pocket. He reported his blood glucose level to be 107 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product is being returned. Nothing further to report.